Manufacturer narrative:
Additional concomitant medical products: product ID: 977c265, (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that appointment moved up from (B)(6) to (B)(6) due to ER visit over the weekend. ER doctor spoke with the managing hcp and patient to follow up (B)(6) 2018 due to complaints of drainage at ipg site to left chest and increase in pain to left chest and left arm. Patient was instructed by office to turn stim off at 6 am (B)(6) prior to coming into office to see hcp stim turned back on and comfortable. The doctor assessed the chest site and left arm incisions looked good minimal drainage to left chest. Patient was started on oral antibiotics prophylactically per the doctor. Patient agreed to follow up in six weeks and will keep scs light. The issue was considered resolved at the time of the report. Patient's weight was asked but unknown. Patient's medical history included ulnar nerve entrapment. Hcp had no further information. There were no known environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.